Event description:
Ventilator stopped and did not alarm. Family member saw pt's eyes roll back and non-responsive. They used ambu and pt responded. 911 was contacted. Pt placed on back up vent. Pt was hospitalized day after event.